Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently not annunciating audible tones for alerts/alarms. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 32-42 mg/dl. Low bg cause was not known. Reportedly, the customer's spouse woke customer up and provided carbohydrates for customer to consume to address bg level due to customer being "incapacitated". Recommendation was made to consult with a healthcare provider to discuss diabetes management.